Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a merlin.net remote transmission, the right ventricular lead had high pacing impedance. No intervention was performed and no symptoms were reported.

Event description:
New information received notes that when the patient presented in clinic for follow-up, high threshold and high out of range pacing lead impedance was observed on right ventricular lead. Led replacement was discussed with the patient. No date is scheduled yet. Patient was stable and will continue to be monitored.